Manufacturer narrative:
Samples were requested to the customer for evaluation. A total of five hundred eleven (511) boxes were manufactured for product sd-30 under finished goods lot m366000 and sold to the customer laboratorie corneal ophtalmol. The device history record for this product was verified and there were no nonconformance identified for this lot and other lots using the respective blade component.

Event description:
The customer reported three (3) occurrences regarding surgidis blade sd-30, lot number m366000. Condition was described as "because the knives not cutting as they should, the surgeon was not able to make a correct incision in the cornea. At the end of the surgery, the patient has an ulceration of the cornea." (B)(4).